Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) found that the high voltage capacitor needs replacing. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has a therapy failed error displayed. There was no patient involvement.